Event description:
A malfunction on the pump was reported by the caller, but no notable events occurred prior to it. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller with resetting the pump, and after doing so, the malfunction code did not recur. The customer was instructed to continue using the pump and to contact technical support again if the malfunction code came back, which the caller acknowledged and understood.